Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this device and another manufacturer's lead exhibited oversensing of noise in which the minute ventilation was disabled. This device was also noted to have recorded high out of range pace impedance measurements. This device will continue to be monitored. No adverse patient effects were reported.